Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5055549) in united states on 20-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported that she had essure inserted and it caused her heavy bleeding and severe cramping that was so bad that in 2015 she had a hysterectomy performed. As concomitant medication she received tylenol. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding) and severe cramping (interpreted as abdominal pain). She underwent a hysterectomy 4 years after essure insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and abdominal pain may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding) and severe cramping (interpreted as abdominal pain). She underwent a hysterectomy 4 years after essure insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and abdominal pain may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect.